Manufacturer narrative:
Method- lens work order search. Results: a visual inspection of the returned product found one haptic torn. A piece of the other haptic was torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, the lens work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the technician opened the lens tray of an aa4203tl toric silicone single piece lens and noted that one haptic was torn. The lens was not loaded or used and there was no pt contact. The reporter stated the lens was received torn.